Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had slow flow; there was residual volume left in the device after the expected infusion time (44 hours). The issue occurred during patient infusion with a peripherally inserted central catheter (PICC). The device was filled with 80ml fluorouracil (5-fu) and 150ml saline (diluent) having the final volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: the expected infusion time was 45.4 hours and the actual infusion time was 51 hours at the time of disconnection; unspecified amount of fluid was left in the bladder. H4: the lot was manufactured july 30-31, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.